Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v065399, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that there was high impedances on the non-therapy electrodes on the right side. The results of the impedances measurements are as follows: c<(>&<)>4=4250 ohms, c<(>&<)>5=4111 ohms, c<(>&<)>6=3859 ohms, c<(>&<)>7=4424 ohms, 4<(>&<)>5=1900 ohms, 4<(>&<)>6=2524 ohms, 4 <(>&<)>7=3072 ohms, 5<(>&<)>6=1838 ohms, 5<(>&<)>7=2336 ohms, and 6<(>&<)>7=1838 ohms. The patient's settings on the left implantable neurostimulator (ins) were 3+2- 3.9v, 120 us, 180 hz while the settings on the right ins were 7-6-5+ 3.9v, 120 us, 180 hz. No patient symptoms were reported. Additional information has been requested regarding the event/notify date confirmation, potential symptoms, cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report number 6000153-2016-00672.